Event description:
During a barcode testing on a hand-held scanner, beckman coulter (bci) employee reported a possible misidentification that occurred on coulter lh 750 instrument. When bci employee used the hand-held scanner and the checksum on the instrument was disabled the following was noted: label 30077670 was misread as 3077670 (th 0 was deleted). Label 30078091 was misread as 3007091 (the 8 was deleted). In addition, 16-digit and 12-digit labels were "short-reads", or "partial scan" whether checksum was enabled or disabled. Label 6666666666666671 was misread as 66666671. Label 555555555555 was misread as 55555. The problem was discovered during an in-house testing and there was no affect to patient as a result of this event.

Manufacturer narrative:
Investigation summary: the misidentification occurred with interleaved 2 of 5 labels and codabar symbologies only. The misidentification occurred from the handled scanner in the form of a partial scan and/or truncated characters on labels with checksum enabled. There has been no occurrence of a misidentification with character transposition. A malfunction will be assumed for the purpose of this report.